Event description:
An ophthalmic assistant reported that a patient presented with dry eyes in both eyes approximately two months post photorefractive keratectomy (prk). There are two medical device reports associated with this event. This report is for the right eye. Additional information provided states that the patient's symptoms are continuing and is using preservative free artificial tear drops.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).